Manufacturer narrative:
(B)(4). The previously reported event was coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the same date this additional information was received, physioneal therapy was discontinued and on an unreported date, extraneal therapy was discontinued. On an unreported date, the peritoneal dialysis catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the event. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient was recovering. No additional information is available.